Event description:
During product evaluation by baxter the pump was found to contain an inoperable "stop" key on the pump head module keypad. There was no patient injury or medical intervention necessary. This pump contains the colleague 2006 user interface module master software version 5.09.90. No additional information is available.

Manufacturer narrative:
A pump with an inoperable "stop" key on the pump head module keypad was confirmed. Inspection of the device revealed the condition was caused by a faulty pump head module keypad. The pump head module keypad was replaced to address the condition found during service. The pump was retested and returned to the customer within specification. This issue is being investigated.